Manufacturer narrative:
Submit date: 4/6/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit over flushes on its own. The unit was programed "flush now" for 10ml during initial triage. The rate was 400ml and the volume to be delivered was 5ml. The unit will flush the programmed 10ml but before completing the 5ml volume to be delivered, the unit will run another flush up to 35ml by itself.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of over flushing. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.